Event description:
Meter would not power on. The reporter was unable/unwilling to answer if the patient experienced symptoms of high or low blood glucose level at the time of concern. The patient called doctor and the doctor advised patient that he would send another meter out.there is no indication that the patient experienced injury of medical intervention due to the product. The customer care representative verified that the test strips were correct and walked the reporter through pressing the power button and the meter powered on. The meter did not power on when the test strip was inserted all the way into the test strip port. Due to the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Event description:
The reporter contacted lifescan alleging that the pt's one touch ultra meter would not power on. The reporter was unable/unwilling to answer if the pt experienced symptoms of high or low blood glucose level at the time of concern. The pt called her doctor and the doctor advised her that he would send another meter out. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care representative verified that the test strips were correct and walked the reporter through pressing the power button and the meter powered on. The meter did not power on when the test strip was inserted all the way into the test strips port. Due to the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.